Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: promus premier select ous mr 24 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 23cm distal to the distal end of strain relief and multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.5mm x 32mm, concentric, de novo target lesion with >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation using a 2.00 x 10 non-boston scientific balloon resulting in 40% residual tenosis, a 3.50 x 24 promus premier select drug-eluting stent delivery system (sds) was advanced but was unable to track. The sds was withdrawn and dilatation was performed again using the 2.00 x 10 balloon. The physician tried hard to advance the sds once more but the hypotube broke 15-20 centimeters from the hub. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.5mm x 32mm, concentric, de novo target lesion with >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation using a 2.00 x 10 non-boston scientific balloon resulting in 40% residual tenosis, a 3.50 x 24 promus premier select drug-eluting stent delivery system (sds) was advanced but was unable to track. The sds was withdrawn and dilatation was performed again using the 2.00 x 10 balloon. The physician tried hard to advance the sds once more but the hypotube broke 15-20 centimeters from the hub. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.